Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer assumes that pump delivers too much insulin. In the past the cartridge lasted for 3 days - now the cartridge lasts for only 1.5 days although she does not trigger additional bolus. Customer claims the pump does not deliver insulin accurately. No adverse event alleged. A request was made for the return of the device.